Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 9 months. The lvad support was discontinued, device left in situ due to patient's recovery. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller fault alarms were observed. The lvad clinician was unable to interrogate the system controller while connected to the patient. The system controller was exchanged and multiple pump stoppages, low speed alarms were observed upon device interrogation. The manufacturer¿s technical services representative reviewed the submitted log files and observed pump stoppages on (B)(6) 2018 occurring on both power module and batteries. This may be linked to the percutaneous lead (driveline) issues. However, the submitted driveline x-rays were unremarkable. On (B)(6) 2018, additional information was received that device support was discontinued and driveline was disconnected. The patient has recovered, as per echocardiogram the ejection fraction was 55%. The device was left in situ. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient¿s pump was exchanged to another manufacturer¿s device. The pump was returned for analysis.